Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(6) medical center. Billing record. Supply/implants: mesh bard plug. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Procedure report. Upper gi endoscopy. Indication: follow-up barrett¿s esophagus. Impression: esophageal mucosal changes consistent with long-segment barrett¿s esophagus. Hiatus hernia. Normal examined duodenum. (B)(6) 2010: (B)(6) medical center. [Signature illegible]. Anesthesia record. Mild asthma. Medications: aspirin, methadone. Failed past hernia repair now for revision. Chronic back pain. Pre-op asa 2. Weight 87 kg. (B)(6) 2010: (B)(6) medical center. Intraoperative record. Case wound class: 1 / clean. Asa level: 2. Procedure: right recurrent inguinal hernia repair with gortex mesh. Implant record: gore-tex dual mesh. Total quantity: 1. Model #: 1dlmc03. Lot #: 05524706. Size: 10 cm x 15 cm. Site: operative site. (B)(6) 2010: (B)(6) medical center. [Signature illegible]. Discharge instructions. Discharge to home. Regular diet. No heavy lifting. Follow up with dr. Bolduc 07/12/10. Oxycodone for pain. Records span (B)(6) 2004 to (B)(6) 2018. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 1994, 3191 other used for ¿migration from inguinal area to retrorectus space¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span records span june 9, 2004 through november 30, 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from june 29, 2010 through november 29, 2018 were not provided. Patient information: medical history: gastroesophageal reflux disease [gerd]. Smoking: (B)(6) 2010: ¿smoker from the age of 13 to 34.¿ (B)(6) 2010: mild asthma. (B)(6) 2010: weight 192 lbs. (B)(6) 2010: chronic back pain. Surgical procedures: (B)(6) 2004: right inguinal hernia repair. [Implant: mesh bard plug] (B)(6) 2010: excision of old mesh and plug and placement and repair of recurrent hernia with polytetrafluoroethylene. [Implant: gore® dualmesh® biomaterial] (B)(6) 2018: excision of right abdominal mesh previously placed right inguinal hernia repair. Code modifier for significant scarring and previous surgery x 3 on this area. The mesh was extending to the transversalis fascia. Multilayered abdominal and groin wound closure. Implant preoperative complaints: (B)(6) 2010: ¿history and physical. Recurrent right inguinal hernia. He does have a recurrent inguinal hernia and has one on the opposite side so we are going to do the recurrent side first. He had a perfect [sic] plug and does not wish to have that again, does not wish to have marlex mesh. We will try to get some sort of gore-tex mesh that we can place instead. Past smoker from the age of 13 to 34. He has lost significant weight. Exam: in the right groin has a sensitive area. I have never been convinced that he had recurrent hernias but the CT scan does confirm them bilaterally. Impression: for repair of recurrent inguinal hernia. (B)(6) 2010: anesthesia record. Mild asthma. Medications: aspirin, methadone. Failed past hernia repair now for revision. Chronic back pain. Pre-op asa 2. Weight 192 lbs.¿ implant procedure: excision of old mesh and plug and placement and repair of recurrent hernia with polytetrafluoroethylene. [Implant: gore® dualmesh® biomaterial, 1dlmc03/(B)(6), 10cm x 15cm x 1mm thick, oval]. Implant date: (B)(6) 2010 [hospitalization (B)(6) 2010] description of hernia being treated: ¿we made an incision slightly different than the previous incision from the pubic tubercle toward the anterior superior iliac spine, we deepened down through the subcutaneous tissues and any bleeding was bovie coagulated. We dissected bluntly right down to the external oblique fascia. We could feel the mesh underneath it. We opened the external oblique fascia down to the external ring and then back toward the internal ring. We mobilized flaps superiorly and inferiorly and noted that the mesh was stuck. We sharply dissected it from the cord, excised it from the inferior aspect of the shelving edge of poupart ligament. The suture was actually broken. The top of the mesh was not attached to the conjoint tendon. We freed it up further and then we freed up the cord, which was stuck down to the pubic tubercle, by coming under it with a right angle clamp, freeing it up and then dissecting back, and then we found what we thought was the plug embedded in the cord. We dissected that sharply out and removed it. With that, the vasculature appeared to be intact. We controlled it with a penrose drain. We found a hernia coming lateral to the cord and we imbricated it and oversewed with a dacron suture.¿ implant size and fixation: ¿we then laid on the mesh, came superiorly with a prolene suture attaching to the conjoint tendon. Both arms were wrapped around the internal ring and the cord and then tacked down to the shelving edge of poupart¿s and sewed back to the pubic tubercle and tied. We tightened up the internal ring slightly with a prolene stitch. We anesthetized with a 0.25% marcaine local injection. We closed the external oblique fascia and rebuilt it where it was torn also with a 2-0 vicryl, 3-0 subcutaneous vicryl sutures; monocryl was used in the subcuticular area and steri- strips were applied.¿ (B)(6) 2010: discharge instructions. ¿discharge to home. Regular diet. No heavy lifting. Follow up (B)(6) 2010. Oxycodone for pain.¿ relevant medical information: no information provided. Explant preoperative complaints: (B)(6) 2018: ¿came in with a history of a mesh in his right inguinal area. It was previously removed and then replaced and then it migrated from the inguinal area to the retrorectus space. There was a previous attempt at removal but he still had remaining mesh in place. For this reason we discussed performing an incision of the remainder of the mesh as it was causing significant pain and interrupting his ability to have sex with his wife or perform daily activities. The risks and benefits were previously described including bleeding, infection, scar, recurrence of pain, chronic pain, peritoneal injury, bowel injury and wound dehiscence. He was in agreement, consent was obtained and he presented to the operating room on (B)(6) 2018 for the procedure.¿ explant procedure: excision of right abdominal mesh previously placed right inguinal hernia repair. Code modifier for significant scarring and previous surgery x 3 on this area. The mesh was extending to the transversalis fascia. Multilayered abdominal and groin wound closure. Explant date: (B)(6) 2018 . Procedure: ¿we designed a longitudinal incision overlying the mesh itself. This has migrated superiorly behind the rectus abdominis muscle and in front of the transversalis fascia as per the CT. It was just superior to his inguinal ligament. For this reason an incision was made along the inguinal ligament to allow us proper access to this area. We then injected approximately 20 ml of 0.25% bupivacaine with 1:200,000 epinephrine. We began by incising the subcutaneous fascia. We identified the inguinal ligament inferiorly. We had to ligate the superficial circumflex iliac artery and vein to allow us access to the mesh that we could palpate digitally. We retracted the inguinal contents medially and were able to identify the tip of the mesh. This was sutured in with prolene in a running [sic] fashion. The prolene was released and the tip of the mesh was delivered over the wound. The remaining area of the scar was then removed over the top of the mesh to allow access to the deep portion of the mesh. We traced it under the rectus abdominis muscle, which we did not need to ligated [sic] the insertion, but were able to dissect it off of the transversalis fascia and avoid the deep inferior epigastric vessels. The mesh was then removed from this deep cavity and there was no entry to the transversalis fascia or entrance into the abdominal cavity during removal of the mesh. There was no bowel injury performed. Once this was removed, we then irrigated the wound copiously. The mesh itself was sent for pathology. The anterior rectus fascia was closed using a 3-0 pds suture in an interrupted fashion using figure-of-8 sutures. We then placed a running suture over the top as well for the more superficial fascia. The wound was then closed cutaneously in multilayers closing the deep dermal and then subcuticular suture. Dermabond was applied and an island dressing.¿ discharge instructions: ¿we will see him in 2 weeks for wound examination. We advised him to refrain from any heavy lifting for the next 4-6 weeks since we did have to make an incision in the anterior rectus fascia. If any concerns or any complications be sure to contact us.¿ (B)(6) 2018: pathology. ¿diagnosis: groin, right, foreign body removal: specimen grossly consistent with surgical implant. Specimen received/source: mesh, from right groin. Gross description: received fresh labeled mesh from right groin, the specimen consists of a 7.5 x 1.3 x 1.1 cm irregular fragment of wrinkled white-pink and focal red material with blue stitches at one end. A minimal amount of soft tissue is attached.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent open right inguinal hernia repair on (B)(6) 2010, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: migration from inguinal area to rerorectus space, pain, dense adhesions/scarring. Additional event specific information was not provided. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages.

Manufacturer narrative:
Added medical history. Added lot #, expiration date, di #. Added device manufacture date. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 06/09/2004: [missing records: records for the implantation of the prior ¿mesh bard plug¿ were not provided]. Records prior to 6/28/2010 were not provided. On (B)(6) 2010: (B)(6) md. Operative report. Assistant: (B)(6) rnfa. Pre/postop diagnosis: recurrent right inguinal hernia and postoperative pain, question of entrapped nerve. Operative procedure: excision of old mesh and plug and placement and repair of recurrent hernia with polytetrafluoroethylene. Description of procedure: ¿the patient¿s right groin was prepped and draped in sterile manner with antibiotic coverage and a timeout. We made an incision slightly different than the previous incision from the pubic tubercle toward the anterior superior iliac spine, we deepened down through the subcutaneous tissues and any bleeding was bovie coagulated. We dissected bluntly right down to the external oblique fascia. We could feel the mesh underneath it. We opened the external oblique fascia down to the external ring and then back toward the internal ring. We mobilized flaps superiorly and inferiorly and noted that the mesh was stuck. We sharply dissected it from the cord, excised it from the inferior aspect of the shelving edge of poupart ligament. The suture was actually broken. The top of the mesh was not attached to the conjoint tendon. We freed it up further and then we freed up the cord, which was stuck down to the pubic tubercle, by coming under it with a right angle clamp, freeing it up and then dissecting back, and then we found what we thought was the plug embedded in the cord. We dissected that sharply out and removed it. With that, the vasculature appeared to be intact. We controlled it with a penrose drain. We found a hernia coming lateral to the cord and we imbricated it and oversewed with a dacron suture. We then laid on the mesh, came superiorly with a prolene suture attaching to the conjoint tendon. Both arms were wrapped around the internal ring and the cord and then tacked down to the shelving edge of poupart¿s and sewed back to the pubic tubercle and tied. We tightened up the internal ring slightly with a prolene stitch. We anesthetized with a 0.25% marcaine local injection. We closed the external oblique fascia and rebuilt it where it was torn also with a 2-0 vicryl, 3-0 subcutaneous vicryl sutures; monocryl was used in the subcuticular area and steri- strips were applied. The patient was returned to the recovery room in good condition.¿ on (B)(6) 2010: (B)(6) center. Progress note report. Implant sticker. Procedure: right recurrent inguinal hernia repair w/ ptfe. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 05524706. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/05524706) was implanted during the procedure. [Possible missing records: records for the ¿previous attempt at removal¿ were not provide]. [Missing records: records for the CT scan showing ¿migrated superiorly behind the rectus abdominis muscle and in front of the transversalis fascia¿ were not provided]. On (B)(6) 2018: (B)(6) md. Operative report. Assistant: (B)(6) pa-c. Pre/postop diagnosis: right abdominal mesh displacement. Operative procedure: excision of right abdominal mesh previously placed right inguinal hernia repair. Code modifier for significant scarring and previous surgery x 3 on this area. The mesh was extending to the transversalis fascia. Multilayered abdominal and groin wound closure. Complications: none. Hpi: mr. (B)(6) is a 60-year-old gentleman who came in with a history of a mesh in his right inguinal area. It was previously removed and then replaced and then it migrated from the inguinal area to the retrorectus space. There was a previous attempt at removal but he still had remaining mesh in place. For this reason we discussed performing an incision of the remainder of the mesh as it was causing significant pain and interrupting his ability to have sex with his wife or perform daily activities. The risks and benefits were previously described including bleeding, infection, scar, recurrence of pain, chronic pain, peritoneal injury, bowel injury and wound dehiscence. He was in agreement, consent was obtained and he presented to the operating room on (B)(6) 2018 for the procedure. Description of procedure: ¿mr. (B)(6) was brought to the operating room. He was placed supine on the operating room table where a surgical safety check was performed. His right groin and abdominal area were prepped and draped in the usual fashion. We designed a longitudinal incision overlying the mesh itself. This has migrated superiorly behind the rectus abdominis muscle and in front of the transversalis fascia as per the CT. It was just superior to his inguinal ligament. For this reason an incision was made along the inguinal ligament to allow us proper access to this area. We then injected approximately 20 ml of 0.25% bupivacaine with 1:200,000 epinephrine. We began by incising the subcutaneous fascia. We identified the inguinal ligament inferiorly. We had to ligate the superficial circumflex iliac artery and vein to allow us access to the mesh that we could palpate digitally. We retracted the inguinal contents medially and were able to identify the tip of the mesh. This was sutured in with prolene in a running [sic] fashion. The prolene was released and the tip of the mesh was delivered over the wound. The remaining area of the scar was then removed over the top of the mesh to allow access to the deep portion of the mesh. We traced it under the rectus abdominis muscle, which we did not need to ligated [sic] the insertion, but were able to dissect it off of the transversalis fascia and avoid the deep inferior epigastric vessels. The mesh was then removed from this deep cavity and there was no entry to the transversalis fascia or entrance into the abdominal cavity during removal of the mesh. There was no bowel injury performed. Once this was removed, we then irrigated the wound copiously. The mesh itself was sent for pathology. The anterior rectus fascia was closed using a 3-0 pds suture in an interrupted fashion using figure-of-8 sutures. We then placed a running suture over the top as well for the more superficial fascia. The wound was then closed cutaneously in multilayers closing the deep dermal and then subcuticular suture. Dermabond was applied and an island dressing. Mr. (B)(6) tolerated the procedure well. There were no complications. No blood loss. Instrument counts were correct. He went to the pacu in stable condition. We will see him in 2 weeks for wound examination. We advised him to refrain from any heavy lifting for the next 4-6 weeks since we did have to make an incision in the anterior rectus fascia. If any concerns or any complications be sure to contact us.¿ on (B)(6) 2018: pathology associates. (B)(6) md. Surgical pathology. Specimen #: (B)(4). Diagnosis: groin, right, foreign body removal: specimen grossly consistent with surgical implant. Clinical history: abdominal pain. Specimen(s) received/source: mesh, from right groin. Gross description: received fresh labeled mesh from right groin, the specimen consists of a 7.5 x 1.3 x 1.1 cm irregular fragment of wrinkled white-pink and focal red material with blue stitches at one end. A minimal amount of soft tissue is attached. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) center. (B)(6), md. History and physical. Recurrent right inguinal hernia repair. Had dr. (B)(6) repair this with mesh 6 years ago. He does have a recurrent inguinal hernia and has one on the opposite side so we are going to do the recurrent side first. He had a perfect plug and does not wish to have that again, does not wish to have marlex mesh. We will try to get some sort of gore-tex mesh that we can place instead. Past medical history: hernia (B)(6) 2004, gastroesophageal reflux disease, chronic pain. Medications: aspirin. Smoker from the age of 13 to 34. He has lost significant weight. Exam: in the right groin has a sensitive area. I have never been convinced that he had recurrent hernias but the CT scan does confirm them bilaterally. Impression: for repair of recurrent inguinal hernia. [Missing records: records for the CT scan showing inguinal hernias ¿bilaterally¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.